Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis has not been completed. Furthermore, the following physician has decided to schedule a generator change instead of moving forward with analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis has not been completed. Furthermore, the following physician has decided to schedule a generator change instead of moving forward with analysis. To date, the device remains in service. No adverse patient effects were reported.